Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Inappropriate therapy was delivered due to oversensing on the right ventricular lead. The device was reprogrammed to resolve the issue and the patient was stable.